Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wire sticking out is confirmed. One grip open cable is frayed at the force amp pulley. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. Additional observation not reported by site is a bent grip. One grip has both sides bent inwards roughly .200 below the tip. Grip appears as if it was squeezed with high force. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the prograsp forceps instrument had a wire sticking out. No patient harm, adverse outcome or injury was reported.